Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system presented to the hospital following a fainting episode and an unspecified intermittent anomaly. The patient has a known atrioventricular block. A connection anomaly between the device and right ventricular (rv) lead was identified, resulting in ventricular loss of capture (loc). A ventricular escape rhythm persisted. The rv lead was subsequently reconnected. No additional adverse patient effects were reported. This device remains in service.